Event description:
Blood glucose measured 36 mg/dl compared to a lab of 17 mg/dl performed within 5 mins. It was stated the pt was treated with food based on the meter result and was currently on an ivd of glucose. Reporter stated controls are run daily and were tested the morning of the alleged incident where they were found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent. Reporter indicated no test strips would be returned to the MFR because the test strips vial is completely used.